Event description:
It was reported the patient leads migrated causing high impedances and the ipg was moving in the pocket site. Surgical intervention took place on (B)(6) 2024 wherein the ipg was relocated to the right flank and the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.